Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a peg kit placement procedure performed on (B)(6) 2025 during procedure, the physician was pulling the peg kit through, and the snare loop snapped. The procedure was completed with another endovive safety peg kit pull method. A photo of the device outside the patient was provided by the customer and shows the snare loop was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop broken.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a peg kit placement procedure performed on (B)(6) 2025. During procedure, the physician was pulling the peg kit through, and the snare loop snapped. The procedure was completed with another endovive safety peg kit pull method. A photo of the device outside the patient was provided by the customer and shows the snare loop was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop broken. Block h11: (investigation results)- media inspection of the photo provided by the customer found it was possible to observe the loop wire detached. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of snare loop break can be confirmed. Even though the media inspection confirms the reported event, the most probable cause of the reported problem cannot be established because the device was not returned as it was reported to be disposed. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the events. Since the investigation findings did not lead to a clear conclusion about the cause of the reported events. The most probable root cause could not be established.